Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under the rear therapy electrodes. Patient described red, rash, raised bumpy skin but no open skin, weeping, or bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported they spoke to the doctor and they are unable to find anything to help. Patient ended use. Follow up indicated that the skin irritation has improved.